Event description:
Ms3 pump sn #(B)(4) malfunctioned. The screen will only partially show the display pump is being replaced and a return box will be sent. No injury due to malfunction. No other info known. Reported by pt's mother. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 80 ng/kg/min, frequency: continuous, route: sub q. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.